Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent ongoing elevated blood glucose (bg) level as high as 300 mg/dl when the customer wakes up in the morning. Reportedly, the customer discussed bg level with a healthcare provider (hcp) and was unsure of the cause of the bg level. The customer did not believe the bg level was related to the settings. The bg level was addressed with a bolus via the pump. Recommendation was made by tandem's technical support for the customer to consult with a hcp regarding bg.